Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("very strong lumbar pain") and asthenia ("psycho-physical asthenia with reduced performance") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multi gravida (3). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), asthenia (seriousness criterion medically important), coital bleeding ("intimate relations with bleeding"), dyspareunia ("pain during intimate relations"), fatigue ("tiredness and fatigue"), musculoskeletal pain ("very strong muscular and joint pain, multistational osteomyalgia"), neck pain ("very strong cervical pain"), chest pain ("chest pain from esophageal reflux"), gastrooesophageal reflux disease ("esophageal reflux"), bronchitis ("bronchitis three to four times a yéar"), alopecia ("hair loss in strands"), depression ("depression"), pruritus ("itching in the upper limbs"), lacrimal disorder ("lacrimal dysfunction"), visual impairment ("foging and loss of vision"), paraesthesia ("tingling arms and legs at night"), headache ("headaches, pain behind ears and in temples"), pain in jaw ("pain in jaws"), confusional state ("mind always confused"), abdominal distension ("bloated belly without losing weight"), urinary incontinence ("loss of urine"), cystitis ("frequent cystitis"), hyperhidrosis ("excessive sweating"), tachycardia ("tachycardia"), dry mouth ("dry mouth"), disturbance in attention ("difficulty concentrating"), amnesia ("forgetting things in the short term"), noninfective gingivitis ("gingival inflammation"), dysgeusia ("metallic taste in mouth"), anxiety ("easy increase of anxiety even for trivial situations of daily life") and thymus disorder ("thymic deflection with reduced adaptation to concentration") and was found to have weight increased ("weight gain") and haemangioma of skin ("capillaries increase in a short time"). The patient was treated with surgery (physiotherapy, essure removal). At the time of the report, the asthenia, musculoskeletal pain, visual impairment, disturbance in attention, anxiety and thymus disorder had not resolved. The reporter considered abdominal distension, alopecia, amnesia, anxiety, asthenia, back pain, bronchitis, chest pain, coital bleeding, confusional state, cystitis, depression, disturbance in attention, dry mouth, dysgeusia, dyspareunia, fatigue, gastrooesophageal reflux disease, haemangioma of skin, headache, hyperhidrosis, lacrimal disorder, musculoskeletal pain, neck pain, noninfective gingivitis, pain in jaw, paraesthesia, pruritus, tachycardia, thymus disorder, urinary incontinence, visual impairment and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2014: 3-month position check up. [Ultrasound scan] in (B)(6) 2014: 3-month position check up. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("very strong lumbar pain") and neurosis ("psycho-physical asthenia with reduced performance") in a 38 year-old female patient who had essure inserted (lot no. B72576) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multi gravida (3). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), neurosis (seriousness criterion medically important), coital bleeding ("intimate relations with bleeding"), dyspareunia ("pain during intimate relations"), fatigue ("tiredness and fatigue"), musculoskeletal pain ("very strong muscular and joint pain, multistational osteomyalgia"), neck pain ("very strong cervical pain"), chest pain ("chest pain from esophageal reflux"), gastrooesophageal reflux disease ("esophageal reflux"), bronchitis ("bronchitis three to four times a yéar"), alopecia ("hair loss in strands"), depression ("depression"), pruritus ("itching in the upper limbs"), lacrimal disorder ("lacrimal dysfunction"), vision blurred ("foging and loss of vision"), paraesthesia ("tingling arms and legs at night"), headache ("headaches, pain behind ears and in temples"), pain in jaw ("pain in jaws"), confusional state ("mind always confused"), abdominal distension ("bloated belly without losing weight"), urinary incontinence ("loss of urine"), cystitis ("frequent cystitis"), hyperhidrosis ("excessive sweating"), tachycardia ("tachycardia"), dry mouth ("dry mouth"), disturbance in attention ("difficulty concentrating"), amnesia ("forgetting things in the short term"), noninfective gingivitis ("gingival inflammation"), dysgeusia ("metallic taste in mouth"), anxiety ("easy increase of anxiety even for trivial situations of daily life"), thymus disorder ("thymic deflection with reduced adaptation to concentration") and blindness ("foging and loss of vision") and was found to have weight increased ("weight gain") and haemangioma of skin ("capillaries increase in a short time"). The patient was treated with surgery (physiotherapy, essure removal). At the time of the report, the neurosis, musculoskeletal pain, vision blurred, disturbance in attention, anxiety, thymus disorder and blindness had not resolved. The reporter considered abdominal distension, alopecia, amnesia, anxiety, back pain, blindness, bronchitis, chest pain, coital bleeding, confusional state, cystitis, depression, disturbance in attention, dry mouth, dysgeusia, dyspareunia, fatigue, gastrooesophageal reflux disease, haemangioma of skin, headache, hyperhidrosis, lacrimal disorder, musculoskeletal pain, neck pain, neurosis, noninfective gingivitis, pain in jaw, paraesthesia, pruritus, tachycardia, thymus disorder, urinary incontinence, vision blurred and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2014: 3-month position check up. [Ultrasound scan] in (B)(6) 2014: 3-month position check up. Batch no: b72576. Production date: 2013-09-24. Expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("very strong lumbar pain") and neurosis ("psycho-physical asthenia with reduced performance") in a 38 year-old female patient who had essure inserted (lot no. B72576) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multi gravida (3). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), neurosis (seriousness criterion medically important), coital bleeding ("intimate relations with bleeding"), dyspareunia ("pain during intimate relations"), fatigue ("tiredness and fatigue"), musculoskeletal pain ("very strong muscular and joint pain, multistational osteomyalgia"), neck pain ("very strong cervical pain"), chest pain ("chest pain from esophageal reflux"), gastrooesophageal reflux disease ("esophageal reflux"), bronchitis ("bronchitis three to four times a yéar"), alopecia ("hair loss in strands"), depression ("depression"), pruritus ("itching in the upper limbs"), lacrimal disorder ("lacrimal dysfunction"), vision blurred ("foging and loss of vision"), paraesthesia ("tingling arms and legs at night"), headache ("headaches, pain behind ears and in temples"), pain in jaw ("pain in jaws"), confusional state ("mind always confused"), abdominal distension ("bloated belly without losing weight"), urinary incontinence ("loss of urine"), cystitis ("frequent cystitis"), hyperhidrosis ("excessive sweating"), tachycardia ("tachycardia"), dry mouth ("dry mouth"), disturbance in attention ("difficulty concentrating"), amnesia ("forgetting things in the short term"), noninfective gingivitis ("gingival inflammation"), dysgeusia ("metallic taste in mouth"), anxiety ("easy increase of anxiety even for trivial situations of daily life"), thymus disorder ("thymic deflection with reduced adaptation to concentration") and blindness ("foging and loss of vision") and was found to have weight increased ("weight gain") and haemangioma of skin ("capillaries increase in a short time"). The patient was treated with surgery (physiotherapy, essure removal). At the time of the report, the neurosis, musculoskeletal pain, vision blurred, disturbance in attention, anxiety, thymus disorder and blindness had not resolved. The reporter considered abdominal distension, alopecia, amnesia, anxiety, back pain, blindness, bronchitis, chest pain, coital bleeding, confusional state, cystitis, depression, disturbance in attention, dry mouth, dysgeusia, dyspareunia, fatigue, gastrooesophageal reflux disease, haemangioma of skin, headache, hyperhidrosis, lacrimal disorder, musculoskeletal pain, neck pain, neurosis, noninfective gingivitis, pain in jaw, paraesthesia, pruritus, tachycardia, thymus disorder, urinary incontinence, vision blurred and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2014: 3-month position check up. [Ultrasound scan] in (B)(6) 2014: 3-month position check up. The most recent follow-up information incorporated above includes data received on: 20-dec-2023: lot number, patients contact details and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("very strong lumbar pain") and neurosis ("psycho-physical asthenia with reduced performance") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multi gravida (3). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), neurosis (seriousness criterion medically important), coital bleeding ("intimate relations with bleeding"), dyspareunia ("pain during intimate relations"), fatigue ("tiredness and fatigue"), musculoskeletal pain ("very strong muscular and joint pain, multistational osteomyalgia"), neck pain ("very strong cervical pain"), chest pain ("chest pain from esophageal reflux"), gastrooesophageal reflux disease ("esophageal reflux"), bronchitis ("bronchitis three to four times a yéar"), alopecia ("hair loss in strands"), depression ("depression"), pruritus ("itching in the upper limbs"), lacrimal disorder ("lacrimal dysfunction"), vision blurred ("foging and loss of vision"), paraesthesia ("tingling arms and legs at night"), headache ("headaches, pain behind ears and in temples"), pain in jaw ("pain in jaws"), confusional state ("mind always confused"), abdominal distension ("bloated belly without losing weight"), urinary incontinence ("loss of urine"), cystitis ("frequent cystitis"), hyperhidrosis ("excessive sweating"), tachycardia ("tachycardia"), dry mouth ("dry mouth"), disturbance in attention ("difficulty concentrating"), amnesia ("forgetting things in the short term"), noninfective gingivitis ("gingival inflammation"), dysgeusia ("metallic taste in mouth"), anxiety ("easy increase of anxiety even for trivial situations of daily life"), thymus disorder ("thymic deflection with reduced adaptation to concentration") and blindness ("foging and loss of vision") and was found to have weight increased ("weight gain") and haemangioma of skin ("capillaries increase in a short time"). The patient was treated with surgery (physiotherapy, essure removal). At the time of the report, the neurosis, musculoskeletal pain, vision blurred, disturbance in attention, anxiety, thymus disorder and blindness had not resolved. The reporter considered abdominal distension, alopecia, amnesia, anxiety, back pain, blindness, bronchitis, chest pain, coital bleeding, confusional state, cystitis, depression, disturbance in attention, dry mouth, dysgeusia, dyspareunia, fatigue, gastrooesophageal reflux disease, haemangioma of skin, headache, hyperhidrosis, lacrimal disorder, musculoskeletal pain, neck pain, neurosis, noninfective gingivitis, pain in jaw, paraesthesia, pruritus, tachycardia, thymus disorder, urinary incontinence, vision blurred and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2014: 3-month position check up; [ultrasound scan] in (B)(6) 2014: 3-month position check up. The following amendment was made: correction due to discrepancy between coding action item and match point coder query::event "fogging and loss of vision" was split and new event " foggy vision & loss of vision " were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("very strong lumbar pain") and neurosis ("psycho-physical asthenia with reduced performance") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multi gravida (3). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), neurosis (seriousness criterion medically important), coital bleeding ("intimate relations with bleeding"), dyspareunia ("pain during intimate relations"), fatigue ("tiredness and fatigue"), musculoskeletal pain ("very strong muscular and joint pain, multistational osteomyalgia"), neck pain ("very strong cervical pain"), chest pain ("chest pain from esophageal reflux"), gastrooesophageal reflux disease ("esophageal reflux"), bronchitis ("bronchitis three to four times a yéar"), alopecia ("hair loss in strands"), depression ("depression"), pruritus ("itching in the upper limbs"), lacrimal disorder ("lacrimal dysfunction"), vision blurred ("foging and loss of vision"), paraesthesia ("tingling arms and legs at night"), headache ("headaches, pain behind ears and in temples"), pain in jaw ("pain in jaws"), confusional state ("mind always confused"), abdominal distension ("bloated belly without losing weight"), urinary incontinence ("loss of urine"), cystitis ("frequent cystitis"), hyperhidrosis ("excessive sweating"), tachycardia ("tachycardia"), dry mouth ("dry mouth"), disturbance in attention ("difficulty concentrating"), amnesia ("forgetting things in the short term"), noninfective gingivitis ("gingival inflammation"), dysgeusia ("metallic taste in mouth"), anxiety ("easy increase of anxiety even for trivial situations of daily life"), thymus disorder ("thymic deflection with reduced adaptation to concentration") and blindness ("foging and loss of vision") and was found to have weight increased ("weight gain") and haemangioma of skin ("capillaries increase in a short time"). The patient was treated with surgery (physiotherapy, essure removal). At the time of the report, the neurosis, musculoskeletal pain, vision blurred, disturbance in attention, anxiety, thymus disorder and blindness had not resolved. The reporter considered abdominal distension, alopecia, amnesia, anxiety, back pain, blindness, bronchitis, chest pain, coital bleeding, confusional state, cystitis, depression, disturbance in attention, dry mouth, dysgeusia, dyspareunia, fatigue, gastrooesophageal reflux disease, haemangioma of skin, headache, hyperhidrosis, lacrimal disorder, musculoskeletal pain, neck pain, neurosis, noninfective gingivitis, pain in jaw, paraesthesia, pruritus, tachycardia, thymus disorder, urinary incontinence, vision blurred and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2014: 3-month position check up; [ultrasound scan] in (B)(6) 2014: 3-month position check up. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.